Event description:
The event description according to the customer is as follows: the fan of the device failed.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). Field d4 - UDI number - the reported serial number could not be confirmed and therefore, no UDI information was filled out. In the course of receiving the correct serial number, section d4 will be adjusted accordingly, and an update of this report will be send unsolicited. The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). Field d4 - UDI number - the reported serial number could not be confirmed and therefore, no UDI information was filled out. In the course of receiving the correct serial number, section d4 will be adjusted accordingly, and an update of this report will be send unsolicited. The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. It was reported that the device generated a "fan failure" alarm. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The customer did not provide event logs for analysis. A replacement fan was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the fan, as no further complaints have been reported.

Event description:
The event description according to the customer is as follows: the fan of the device failed.